Manufacturer narrative:
The cause of the issue is unknown. Hill-rom technical support has made three attempts to contact the account on the issue and there has been no feedback. Based on this information, no further action is required.

Event description:
The account reported the foot end brake casters are not holding when the brake is set. The stretcher is located in the service department at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).